Event description:
It was reported that the anchor and t2 was fallen out during meniscus repair.

Manufacturer narrative:
A (B)(4) fast-fix 360 curved needle delivery system device was reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not definitive without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) disruption of sutures or anchor during removal of device from packaging. 4) disruption of sutures or anchor during depth limiter advancement or removal. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Final product met predetermined specifications upon release to distribution. Updated.

Event description:
It was reported that the anchor and t2 was fallen out during meniscus repair. Unknown if a back up device was available, but no patient injuries or significant delay was reported.